Event description:
Customer's health care provider reported, customer received an adc meter reading of 406mg/dl which she stated was "about 80 points off" however, she did not report an additional comparable blood glucose meter reading. She stated customer dosed with insulin based on the reading and had a "bad insulin reaction", her glucose "went extremely low to 35mg/dl, felt cold and shakey" and lost consciousness. It is not known what meter was used to obtain the second blood glucose reading. Paramedics were called and customer stated she was given "medicine to counteract" the medical event however, does not recall the specific treatment rendered. She was not transported to a local health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.